Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. It was noted the reported incident occurred after the product expiration date. Based on the information received, the cause of the pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a wolff-parkinson white ablation procedure, a pericardial effusion occurred. During ablation, the patient became hypotensive and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient has since discharged home in good condition. There were no alleged performance issues with any sjm device.